Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the attorney report the pt underwent repair of an incisional hernia with composix mesh on (B)(6) 2008. Following the repair the pt complained of pain and wound drainage. Nearly one year post implant the pt underwent excision of composix mesh. The attorney report does not identify a specific device issue and no product was returned for eval. Additionally, no lot number was provided, therefore a mfg review cannot be performed. Based on the currently available info, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the pt: (B)(6) 2008- the pt underwent surgery for the repair of a ventral incisional hernia with a composix mesh. Ni/ni/ni- the pt suffered from severe and persistent abdominal pain as well as persistent site damage. On (B)(6) 2009- the pt underwent surgery to have the composix mesh removed. Upon surgery to remove the composix mesh it was noted in the operative report that "the mesh was very adherent and incorporated into the tissues". The attorney alleges the pt has suffered and will continue to suffer physical pain and suffering as well as extreme disfigurement. The composix mesh used in pt's hernia repair surgery failed, resulting in serious and permanent injuries.